Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The reported event could not be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration and calcification. In addition, risk factors previously found to be associated with bioprosthetic svd include younger age at implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this (B)(6) year old female had her 23 mm 3300tfx truncal valve (subject device) and 25 mm 3300tfx pulmonary valve removed due to truncal valve stenosis and moderate pulmonary valve stenosis secondary to calcification. Both bioprosthetic valves were implanted for four (4) years and seven (7) months. Intraoperative findings, both bioprosthetic valves were noted to be heavily calcified and had immobile leaflets. The patient underwent redo truncal valve replacement, redo pulmonary valve replacement and bovine pericardial patch enlargement of the proximal left pulmonary artery and main pulmonary artery. The patient tolerated the procedure well and was taken to the ICU in satisfactory condition. The echo taken on pod #3 showed that the pulmonary valve had normal leaflet motion with trace central and perivalvular regurgitation. She was discharged in stable condition on pod #4.